Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors 319, 307 and 309 pointing to surgeon side console (ssc) common compute controller (ccc) upon reviewing logs. The fse placed ssc ccc to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, failure analysis has not been completed.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable error 40074 occurred on the system. Before contacting the tse, the customer stated had power cycled the system, but the error remained. The tse recommended checking that the blue fiber cables (bfc) were connected, as logs were showing communication issues with the surgeon side console (ssc) #2. The customer observed one of the bfc was hanging and not plugged in. The customer power cycled the system again and left ssc2 disconnected, and the system powered on and homed without any errors. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc ccc was analyzed. Failure analysis confirmed and replicated the reported issue. Upon logs review, errors 31089, 307, 17 were found indicating that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ssc ccc was installed into the golden ssc system where was trigger indicating fault on the ccc. The unit powered up without any issues. Failure analysis performed ten power cycles and left the device idle for four days. After that ccc ssc failed with errors 31089, 307, 17 intermittently, indicating faults on the firefly fiber optic cable (ff4) on the ccc. The firefly optic cable was replaced with a known good cable. The ccc functions as expected, but when cable was switched back to the original firefly optical cable, it failed. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to electrical defect of a firefly optic cable in ccc. It can be resolved by replacing the ccc.

Event description:
Refer to h11 for follow-up information.